Manufacturer narrative:
Analysis revealed for the stimulator serial number (B)(4) that the setscrew was backed out too far. During analysis the setscrew was able to be tightened onto a known good lead. Analysis revealed for the lead serial number (B)(4) the body and conductor was crushed.

Event description:
It was reported the patient had a lead revision. It was noted that the lead was able to be disconnected without undoing the setscrew. It was reported that when trying to connect the new lead, the setscrew could not be tightened down. It was noted the torque wrench would click and the lead still just pulled out.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_set_screw, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory; product ID 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead; product ID neu_set_screw, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information reported screw to battery not working. There was no patient death as of reported event date and no patient injury.

Event description:
Additional information received reports the case was for lead revision due to high impedances. When hcp (healthcare provider) opened pocket and took out device the lead just fell out of device, however this was not mentioned to the representative until later in the surgery, hcp continued with lead replacement and when lead was in place in device and hcp tried to tighten setscrew it would not tighten. At that point the hcp mentioned that the old lead fell out of the device. The representative provided a new ins (stimulator). They do not know the reason for the set screw issue and the representative will be returning the device.